Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve to be dislodged inside the hub of the vizigo¿ sheath. Initially, it was reported that when inserting the dilator into the vizigo¿ sheath, there was resistance during scrub prep of the dilator. The sheath was narrowed and there was too much resistance when introducing the dilator. The dilator became kinked and unusable. The damage did not result in wires/internal components being exposed. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequences were reported. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The dilator damage was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. The awareness date for this reportable lab finding is on (B)(6) 2022.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 23-jun-2022. The device evaluation was completed on 24-jul-2022. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. The dilator was returned and was found in normal condition. No anomalies were observed. A microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. The valve issue could be related to the obstruction reported by the customer. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo¿ sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record (DHR) was performed for lot: 50000090, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).